Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
As documented in a literature journal publicized on december 2009, there was one case of corneal erosion reported in relation to both the contact lens and the contact lens care product. Since the adverse event was noted from a literature report, additional information can not be obtained.

Event description:
As documented in a literature journal publicized on (B)(6) 2009, there was one case of corneal erosion reported in relation to both the contact lens and the contact lens care product. Since the adverse event was noted from a literature report, additional information can not be obtained.

Manufacturer narrative:
As request received from FDA reports for internal reference number: (B)(4) with missing followup-1 in the system. We have reviewed and corrected follow-up-3 to follow-up -1. This file reported under mfg report num 8020392-2018-00003 with manufacture site registration (B)(4). The manufacturer internal reference number is: (B)(4).